Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for initial implant. During procedure, the set screw on the pacemaker for the right ventricular lead could not be tightened. The pacemaker was not used and another pacemaker was implanted. The patient was stable post procedure.